Event description:
The customer observed false nonreactive architect syphilis tp results for two patients. The patients were reactive for syphilis with another method the following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample 1: architect result = 0.13 tppa result = positive colloidal gold = negative rpr = negative roche = negative sample 2: architect result = 0.07 tppa result = positive no impact to donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results for two patients. The patients were reactive for syphilis with another method the following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample 1: architect result = 0.13, tppa result = positive, colloidal gold = negative, rpr = negative, roche = negative. Sample 2: architect result = 0.07. Tppa result = positive no impact to donor management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 59472be00, lot contains the same bulk material as lot 59467be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 59467be01 was identified.